Event description:
It was reported that during regular maintenance it was found that the arctic sun device was not cooling. Repair and preventative maintenance was required. Per follow up information received via email on 01mar2024, device was sent to depot. Mixing pump replaced. Preventive maintenance performed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated. Device did not cool. Mixing pump was found to have failed. Mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during regular maintenance it was found that the arctic sun device was not cooling. Repair and preventative maintenance was required. Per follow up information received via email on 01mar2024, device was sent to depot. Mixing pump replaced. Preventive maintenance performed.